Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter was reading high. The medical affairs specialist attempted to reach the pt by phone; the answering machine did not accept a message. A letter was sent to the pt. The family member stated that the pt go high readings, in the "250's", on the reported meter, so pt took insulin. The type and dose of inuslin were not provided. The family member went to see the pt 15 minutes after pt took insulin. Pt was on the floor, but seemed conscious. Family member gave pt karo syrup to eat and tested pt with the meter; the result was 125 mg/dl. Pt called emt. A result of 33 mg/dl was obtained on the emt meter. The pt was taken to the hospital and treated with an IV. The customer care representative (ccr) discovered that the test strips were expired; the expiration date was 3/02. Expired test strips can contribute to inaccurate results. It is likely that the pt obtained inaccurately high results due to using expired test strips. Pt took insulin based on an inacurately high result and as a result, became hypoglycemic. There is an indication that the product contributed to the pt experiencing injury and medical intervention. There is insufficient information to indicate that the product malfunctioned. The event meets the criteria for a medical device reportable as an adverse event. The family member advised to discard all expired product. Family member was instructed in proper test strips storage. The control solution was replaced.